Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported cleft (tissue damage) could not be determined in this incident; however, the reported worsening mitral regurgitation (mr) appears to be a cascading effect of tissue damage which then resulted in the reported hemolysis. It should be noted that the reported adverse effects of hemolysis, worsening mr and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter, 1 additional implanted mitraclip (71004u152). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and worsened mitral regurgitation. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 3. Two clips (70925u109 and 71004u152) were implanted successfully, however a leaflet cleft was noted and mr worsened to 4+. While the patient remained hospitalized for observation due to the pre-existing heart failure the patient experienced hemolysis due to the increased mr. On (B)(6) 2018, echocardiogram was performed for a second mitraclip procedure to reduce mr, and the clips were confirmed to be secure on the leaflets; mr was 4+. Transseptal puncture was performed, however as the steerable guide catheter (sgc) was being prepped, the patient was re-evaluated and the decision was made to abort the mitraclip procedure; an amplatzer plug was implanted instead reducing from 4+ to 2+. The patient is doing well. No additional information was provided.